Event description:
The customer reported that the system's left monitor would not display a live image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced system's left monitor. The system was tested and found to be working as intended and put back in service.